Event description:
Information was received indicating that during bench testing, a smiths medical level 1® h-1200 low flow fluid warmer alarmed no water when there was water in the unit. There were no reported adverse effects.

Manufacturer narrative:
H3: one level 1 hotline blood and fluid warmer was received with broken led's on the pbc, a cracked tank cover and front cover. The microswitch was also bent and there was a faded line cord. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. A visual inspection was also conducted. The reported low water alarm was unable to be confirmed, but there was a "no disposable" alarm. The alarm was caused by a bent micro switch. The issue was user induced because the temp check or disposable was forced onto the block assembly. The actuator on the microswitch was found bent causing the switch to not function properly. The micro switch will be replaced to resolve the issue.